Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy resulted in the reported difficulty to remove. Manipulation using force in attempts to remove the guide wire ultimately resulted in the reported material separation. It should be noted the hi-torque guide wires instruction for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Although it was noted that resistance was noted during removal of the guide wire, this was due to the wire being caught in the anatomy therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: the incorrect device was received. It has now been reported that the complaint device as not returning because it was discarded at the account.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located at the left anterior descending (lad) and diagonal coronary arteries. No resistance was noted during advancement; however, resistance was noted with the anatomy during withdrawal of the balance middleweight hydro guide wire. Force was applied and the tip detached and remained in the anatomy at the left main coronary artery. The tip is free floating. The patient was prescribed duoplavix and an angiography and intravascular ultrasound (ivus) is scheduled in 2 weeks. No additional information was provided.